Event description:
Per the clinic, the patient underwent a surgical procedure for skin overgrowth issues on (B)(6), 2011. On (B)(6), 2011 the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4), 2011.

Manufacturer narrative:
(B)(4): device not available for analysis.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.